Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to pace or sense. The programming was adjusted to a more sensitive setting, then oversensing was observed on the right ventricular (rv) lead by the device. Loss of capture was also noted. A chest x-ray and fluoroscopy was completed in which a dislodgement of the lead was confirmed. This lead was then explanted and replaced. No additional adverse patient effects were reported.